Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. Reason for reoperation: capsular contracture baker grade IV, and peri-implant fluid.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, pain, peri-implant fluid and radial folds. The device remains implanted.